Event description:
Customer reported a malfunction code displayed as malf 13 on their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to put the pump into storage mode before returning it, and a replacement pump was sent by technical support. Customer was advised on using multiple daily injections as backup therapy and acknowledged the steps needed for the replacement process.